Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, the atrial lead was observed to exhibit noise oversensing, which resulted in an inappropriate automatic mode switch (ams) and associated patient discomfort. On (B)(6) 2026, the right atrial (ra) lead was successfully explanted and replaced. The patient remained in stable condition throughout the procedure.